Event description:
The customer reported to baxter corporate product surveillance that the clearlink non-dehp continu-flo solution set would not flow. An unknown secondary set is connected to the upper y-site of the 2h8519 to be primed. The secondary is then lowered below the primary to induce a backflow from the primary into the secondary, in order to prime the secondary. The upper y-site will not allow flow from the primary into the secondary. The y-site will work sometimes if the luer is accessed a couple of times. The 2h8519 has already been primed per label copy, but the customer does not invert and tap the check valve. The customer said this occurs about 10% of the time. The condition occurred during priming. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation because it was contaminated with chemotherapy; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The lot number is unknown; therefore, a batch review could not be performed. If additional information or samples become available, a follow up report will be submitted.